Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the seam of the bags. The leaks were observed during filling and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.